Manufacturer narrative:
Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Attorney advised patient sustained a l1 burst fracture after falling from a window. Patient was taken to the operating room and was implanted with unknown pedicle screws. The pedicle screw at l2 was noted as broken nine months post implant. Patient was returned to the operating room five months later for revision.